Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a procedure due to cardiac perforation. Currently, it is unclear if the lead was replaced during the procedure. It was noted that the hv lead impedance was increased and then was stable. Later, the patient also received an alarm for high hv lead impedance. Patient will be added to merlin.net transmission and additional tests will be performed.

Manufacturer narrative:
Correction: (B)(4). Please remove adverse event, as there were no adverse consequences to the patient due to the issue. Please remove serious injury, as there was no serious injury to the patient due to the issue. It was a device malfunction event.

Event description:
New information received notes that there was no cardiac perforation with this lead. During follow-up, an alert for high, greater than upper limit, hv lead impedance on (B)(6) 2016 was noted. The impedance has been however stable and within normal range over the last year. St. Jude medical representative concluded that based on the trend it appears that high hv lead impedance is not related to lead issue but rather due to patient physiology. Patient was doing well and will continue to be monitored.